Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 27mm watchman flx pro delivery system (wds) were selected to be used. During the procedure, heparin was administered and the activated clotting time (act) was above 220 seconds during deployment. During transesophageal echocardiography (tee) interrogation for compression, a flicking fluoropaque object was noted at the mitral side of the face of the closure device. The physician was unable to determine if it was attached to the shoulder of the closure device or mitral tissue and was unable to determine if it was tissue or thrombus. There were no recaptures performed. The physician determined it was safe to release the closure device. The patient was stable throughout the case and was placed on dual antiplatelet therapy (dapt). The patient was discharged and is expected to fully recover.